Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: the black box starts on (B)(6) 2014. The pump information for the event on (B)(6) 2012 has been overwritten in both the black box and histories. The total daily dose adds up correctly and reflect the users programmed basal rate. There were no alarms related to the complaint noted in the current alarm history; only typical usage observed. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 30 mmol/l. The patient stated that her blood glucose was within normal limits on (B)(6) 2012. The site was changed and later the patient's blood glucose was up to 30 mmol/l; blood was noted in the infusion set at that time and the patient changed the infusion set again and went to bed. The patient's blood glucose decreased to 20 mmol/l by the morning of (B)(6) 2012; the patient reported vomiting but no other symptoms. The patient stated that the supplies were fine; the patient reported feeling that the issue was the pump. The patient confirmed no noted site issues but declined to review site maintenance. The patient confirmed the pump settings; there were no relevant alarms in the pump history. A test bolus was performed into the air and confirmed that insulin was seen coming from the tubing. The patient confirmed that there were no noted leaks or air bubbles. The patient was advised that there was no indication of any issues with the pump or current supplies. The patient contacted a certified diabetes educator (cde) and troubleshooting with the cde indicated that the patient's continued elevated blood glucose was likely related to the insulin. The patient was advised to change the insulin and contact the cde if blood glucose levels did not resolve; there has been no further contact at this time. This issue is reported with the conclusion that the patient experience hyperglycemia which may have been contributed to by the use of bad insulin in the insulin pump.